Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room after hearing an audible alert. A device interrogation found the right ventricular (rv) lead integrity alert (lia) had triggered due to increased sensing integrity counter (sic) and high rate non-sustained episodes. The lead was explanted and replaced. No patient complications have been reported as a result of this event.